Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to shock a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device evaluation determined the reported event was most likely caused by a failed main battery, resulting in power instability and fault codes related to external power loss/ disconnect and battery charging. During evaluation, the battery failed to charge, was not recognized by the battery analyzer, and did not pass battery testing. Internal inspection revealed no additional discrepancies. The main battery was replaced, and the device passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.